Event description:
The physician tried to take the penumbra system reperfusion catheter 054 over the penumbra system reperfusion catheter 032 to the site of an mca occlusion. As the physician pulled the 032 catheter back through the 054 catheter, the 032 catheter somehow fractured during removal. The physician was not able to get the 054 catheter up to the mca due to very tortuous anatomy so he used a stent to open the occlusion. This MDR is associated with MDR 3005168196-2011-00423.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter is kinked where the shaft leaves the strain relief. The catheter is broken at 16.3 cm from the hub-shaft joint . There are a series of white rings visible on the body of the catheter between 20 and 35 cm from the hub-shaft joint . There is a flattened section between 40.5 and 60.5 cm from the hub-shaft joint. There a series of kinks in the distal tip of the catheter. The catheter is non-functional. Conclusion: the break in the psc032 noted in the complaint is confirmed. The psc032 appears to have been trapped inside the psc054 while it was being withdrawn. The kink 26 cm from the hub in the psc054 probably caused the long flat spot in the psc032. The psc054 was likely kinked and damaged due to the tortuous patient anatomy described in the complaint. The white stretch marks and the break were the consequence of continuing to pull on the psc032 once it was trapped inside the compromised lumen of the psc054 and exceeding the tensile strength of the material. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.